Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 325cc saline breast implant serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 325cc. The patient reported that the right side of the implant has deflated after implantation and scheduled an appointment with the healthcare provider for (B)(6) 2018 for possible resolution.

Manufacturer narrative:
On (B)(6) 2018, the mentor received information that the device history record of lot number 6507740 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 6/23/2021, it was reported to mentor that the date of removal was (B)(6) 2021. In addition, the mentor failure analysis lab has received the device for evaluation. On 6/30/2021, mentor conducted a visual inspection of the returned device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a tear within a crease/fold on the posterior view measuring approximately 0.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/16/2021, it was reported to mentor that the replacement devices were mentor memorygel breast implant 350cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/13/2018, mentor has received additional information that the account name is (B)(6). Manufacturer¿s reference number: (B)(4).